Event description:
The customer reported that their facility had a power surge causing the dbs to reboot, and place the central station in local mode.

Manufacturer narrative:
The customer reported that their facility had a power surge, causing the dbs to reboot and place the central station in local mode. This went unnoticed until they attempted to access the review functions. The biomedical engineer rebooted the central station and reconnected it to the dbs, but all old pt data obtained during the local mode state had been lost for a pt that had expired. The users reported that the death was not related to monitoring. No onsite service was provided for this call. Central stations that are operating in local mode show message on-screen indicating local mode operation. Intellivue info center, instructions for use states "when in local database mode, the following applications will not be available: review data for overview beds: admit from a hospital info system. Discharge with save to transfer list (the user can save to the transfer list locally, but this data will not be available once the server is reconnected). Storage to the database server of alarms, waves, events, trends, st snippets. Event review, wave review, st alarms, st setup, unit settings (except for telemetry frequency). Managing patients functions (admit/discharge/sector set up) across info centers. Permanent changes to equipment (any assign or change equipment actions) performed while the database server is unavailable will be lost when access is restored. Changes to care groups (setup, assignment) performed while the database server is unavailable will be lost when access is restored. Synchronization of time. Adding/changing device configuration. Alert data integration. When connection with the database server is lost a alarm indicating that the alert data integration option is not available is sent to the receiving device for each bed for which the alert data integration option is available. No clinical alarms are sent to or received by the alert data integration receiving device. Export data to holter system. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to external factors causing the reboot of the system which caused the system to run in local mode. There was user error in that the obvious local mode message wen unnoticed, causing the loss of data gathered during that time period. There was no impact on real-time monitoring and no impact for the expired pt.